Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's fiance reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The fiance reported that the pump was completely dead and they reverted to manual injections since then. The customer had high blood glucose since she was off the pump. The customer also had low readings and was unconscious and was taken to the hospital. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.